Event description:
An altitude alarm was declared on the customer's pump, causing the suspension of insulin. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, but insulin could not be resumed. Further troubleshooting was planned, as the customer was unable to load a new cartridge at that time.